Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24437, 2017865-2021-24438. New information notes that the patient's pacemaker turned several times and migrated as a result of the twiddler's syndrome. The pacemaker was successfully repositioned on (B)(6) 2021 during the same procedure.